Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a planned procedure was performed when the issue happened. The procedure was completed as planned by moving the patient to another device. Philips field service engineer (fse) visited the site to investigate the reported issue. Upon reviewing the system log files, it was observed that table movement was unavailable. Further inspection revealed that the table had been locked in tsm by the customer. The fse identified this as a user-related issue, and no system malfunction was found. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the table geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.